Manufacturer narrative:
An investigation of the reported condition was performed by the manufacturing facility. A device history record review could not be complete for that the lot number provided by customer is not a valid lot number. There were no samples or photographs provided for evaluation. Based on the investigation and analysis, the most possible root cause would be the worker missed culling the scrapped product from the weighing machine. As a continuous improvement, the supplier has updated their weighting system from one time to two times and also updated the related standard operating procedures (sop) to clearly specify the inspection process and disposition method during the weighting process. Operators have been retrained to increase the inspections; specifically to the weighting process to heighten awareness of the potential for a miscount that may occur during this process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the package had nine raytec sponges inside instead of ten.